Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the auxiliary drawer 7 was not detected on the bus and had failed. A field service engineer (fse) confirmed that the issue was resolved by the customer by recovering the failed cubie drawer. The system functioned as intended after the customer resolved the issue.